Manufacturer narrative:
The manufacturer issued a recall notification to the identification customers who received the affected products. Additionally, the manufacturer notified the FDA los angeles district recall coordinator voluntary recall and gained concurrence of the consumer letter prior to its distribution. On 03/17/2015, the voluntary recall was initiated. A manufacturing review was conducted. The lot met all release criteria. The device was returned. The stylet and cannula were in their initial positions (not retracted), as the arrow could not be seen in the ready window. There were no visual anomalies noted on the device. The sample was tested by twisting the rotational knob once, successfully half priming the device; however, when the rotational knob was twisted to fully prime the device the stylet would release and not stay locked in the primed position. The device was disassembled and the internal components were examined. The stylet tangs were found to be broken. Based on these results, the investigation is confirmed for a break and the investigation is inconclusive for failure to fire, as the device could not be fully primed during functional testing. The issue related to the reported product code/lot number combination was determined to be supplier related due to over-processed resin. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy into normal breast tissue, on the second sample acquisition the device was primed successfully and would not fire into the lesion. The device was removed from the breast and was attempted to be dry fire twice unsuccessfully. Another device was used to complete the procedure. There was no patient injury reported.